Manufacturer narrative:
(B)(4). Clarification received that the tissue pad did not fall off the clamp arm.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap gastric procedure, ¿relax pressure on blade¿ was displayed frequently and then, the tissue pad lifted off the clamp arm. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.